Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The conductor coil was found fractured 42 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the conductor coil was found bent in several regions, these deformations probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
An increase of the lv impedance was reported and sensing was not measurable. In the x-ray it is visible that the lv electrode is broken. The lead was replaced.